Manufacturer narrative:
H4: device manufactured between may 28, 2019 to may 29, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed a leak at the spike port bonding area. The reported condition was verified by inspection of the photograph. Due to the nature of the sample, no additional tests could be performed. The cause was not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was defective. The defect was further described as a leak coming from the infusion port. This issue was identified during filling prior to patient use. There was no patient involvement. No additional information is available.